Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During the evaluation a false upstream occlusion alarm was experienced caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a false upstream occlusion alarm. There was no patient involvement as this was found during evaluation.